Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported the rep went back about 15 minutes later and the issue was resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient was just implanted and impedances were checked twice in the or, once when the lead was connected, and once when the ins was placed in the pocket. All impedances were fine. Post-op, some impedances were out. The impedance values were as follows: ref 0 - all 40000 ohms, ref 1- all 40000 ohms, ref 2 - 0 40000 ohms 1 40000 ohms 3 1170 ohms 4 1250 ohms 5 40000 ohms 6 40000 ohms 7 40000 ohms 8 40000 ohms 9 1280 ohms 10 40000 ohms 13 1420 ohms 14 1320 ohms 15 1320 ohms, ref 8 all 40000 ohms, 9 and 10 show the ok indicator, 11 shows do not use indicator. The rep was going to check impedances again and call back if more help was needed. No further complications were reported.